Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report (B)(4). The item received was identified to be tsvt6b8. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Contacted customer with regard to items reported versus items received. Customer confirms that the items sent out are the correct items and that the items mentioned on the complaint form was a charting error. They do not have lot numbers to provide for both implants tsvt6b8 & tsvmwb8.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0002023141-2021-02618. Zimmer biomet (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Fax number and last/given name unknown / not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The customer reported lack of primary stability at site #19. The implant was removed and the area was grafted. The patient is returning for future implant placement.